Event description:
It was reported following procedure that the implantable cardioverter defibrillator exhibited false eri. The device was successfully reprogrammed. The patient was stable and asymptomatic.